Event description:
It was reported that the pt was not able to adjust the implantable neurostimulator's stimulation, using the programmer. It was noted that the 9 volt battery light was the only light illuminated. The therapy and neurostimulator battery lights were not illuminated. The programmer had been dropped recently. It was later reported that the pt experienced a loss of therapeutic effect. The neurostimulator appeared to turn off, occasionally, "by itself". There was no known related incident or accident reported. No info was provided related to the pt's outcome. Add'l info was requested but and available as of the date of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).